Event description:
It was reported that prior to beginning a da vinci prostatectomy surgical procedure, the system surgeon console left eye view was black. The pt was under anesthesia, however, no surgical tasks had been performed with the system when the surgeon decided to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the black left eye view experienced by the customer was associated with the system camera. The system was repaired by replacing the affected camera. As of 2008, there have been no reported recurrences of the issue at this hospital.